Event description:
My eyes started having an infection, similar to a "stye". I purchased a stye product to use during the occurrences of the styes. After one stye developed in my left eye, next my right, and then several styes developed in my right eye at the same time. While the styes, or what I thought were styes, were in and around my eyes; I had excessive tearing and some infectious looking creamy substance coming out of both eyes each night. I decided after a few weeks during the month to try and rest my eyes and wear only glasses. I discarded all of my remaining contact lenses, but not the amo complete care solution. I read the report and saw the news stating that the amo complete care solution was causing infections and possibly blinding in the eyes. I immediately put the amo complete care solution in a baggie for safekeeping. I had an eye dr appointment and it was recommended that I switch to daily wear contact lenses, since I was experiencing some dryness and infections. I immediately switched and since switching have been doing better. I have no styes; however, still have excessive tearing of infectious looking substance, but not as much as before using the amo complete care solution. I wanted to report this to the FDA just in case my problems become worse in the future. Used in 2007, 1-2 tsps daily.